Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a pump error alarm on the insulin pump. Customer also reported low battery alarms within less than one week. The customer also reported a crack on the insulin pump's screen. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace, the power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and cracked case on the back on the battery tube. No cracks noted at the display window.